Event description:
It was reported that approximately two weeks following an anterior repair, the patient complained of vaginal discharge and vaginal odor. When the doctor examined the patient, he noticed some incision separation and pus-like discharge. The patient was treated with antibiotics and hormone cream.